Event description:
A health care professional reported via manufacturing representative that the technician tried to use 2 tubes, and they were faulty. Those 2 tubes are from different batch/lot numbers. They are sending 34 tubes back from 3 different batches. The tubes were used during intraoperative monitoring using cadwell cascade pro equipment. Occurring during the monitoring of the patient. The only actions taken were that they verified that everything else was in good order, including performing preventive maintenance on the ionm machine. They also verified that the issue occurs in several hospital or rooms. Lastly, they verified that when using other tubes, the problem did not occur. On their understanding, the tubes were getting current, just had a ton of noise. The technician was getting severe noise on her case. The noise came in randomly in the middle of the case and did not resolve with basic troubleshooting. The technician¿s patient was affected by this device. It was not just one patient, it affected multiple. Stim did not return 0, stim returned noise. Tech received noise in their waves on the computer. She used different electrodes from another company and did not have any issues. Additional information from hcp indicated that when the issues with these tubes first arose, she took the initiative to troubleshoot by attempting the following: changing receiving pods entirely, changing input in both amplifier and pod placements, replacing ground leads, moving wires away from potential sources of noise, and requesting surgeon remove electrical cautery from surgical field. This was very time costly to the surgical staff and to the patient¿s health whom much remain under anesthesia unnecessarily longer than they would normally for an otherwise well functioning tube. She even called the emergency number attached to the nims tubes and went through the recommended troubleshooting from the manufacturer and this did not resolve the noise issue which resulted in the case becoming unmonitorable. The failure was the deciding factor in the surgeon electing to only resect half a thyroid rather than a whole due to being unable to monitor in at least one of the 2+ failures (she believed a total of 4) and had a direct impact on patient outcome. Dr. (B)(6) noted the patient would be at higher risk of cancer reoccurrence but she in good conscience could not resect both sides without monitoring. In terms of not being able to resect (remove) both sides, the thyroidectomies are broken down into left lobe, right lobe, and total. The surgeries above mentioned were planned as total resections but only left or right were resected due to the malfunctions, therefore the surgeon could not provide the appropriate level of care she had intended for the patient. The hcp was not aware if the surgeon had to provide additional procedures for the lobes remaining post electrode failure but the patient with thyroid cancer did need additional care as they were high risk of reoccurrence without a full resection or other intervention. There was no patient impact.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.